Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose during the incident was 474 mg/dl. The customer's blood glucose at the end of the call was 467 mg/dl. The customer treated high blood glucose with insulin pump. The customer reported that the insulin pump had blank display and no delivery alarm. The customer reported that the display returned after insertion of new battery. The customer declined troubleshooting on insulin pump for high blood glucose. The insulin pump will not be returned for analysis.